Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility team lead reported a blood leak that occurred at the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed where the combiset bloodline tubing goes into the arterial chamber of the blood pump due to the bloodline separating at that location. There was no visible damage or defects seen on the bloodlines prior to treatment initiation. The leak was visually observed by the staff. It was confirmed that the issue was with the tubing and was not an issue with the machine or connection. The machine completed testing and prime without encountering an issue and there were no loose connections. There was no damage noticed on the 2008t machine or the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The lot number of the dialyzer was unknown. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility team lead reported a blood leak that occurred at the initiation of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed where the combiset bloodline tubing goes into the arterial chamber of the blood pump due to the bloodline separating at that location. There was no visible damage or defects seen on the bloodlines prior to treatment initiation. The leak was visually observed by the staff. It was confirmed that the issue was with the tubing and was not an issue with the machine or connection. The machine completed testing and prime without encountering an issue and there were no loose connections. There was no damage noticed on the 2008t machine or the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The lot number of the dialyzer was unknown. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.